Manufacturer narrative:
Mindray service representatives adjusted the system regulator and recalibrated the unit. Performed all functional tests.

Event description:
Customer reported the as3000 anesthesia system displayed an incorrect volume. No patient injury was reported.